Manufacturer narrative:
Evaluation in progress, but not yet concluded.

Event description:
During routine testing of the device at the service center, the service technician observed excessive build up inside the manifold. No other details regarding the nature of the event were provided. Since the event occurred at the service center, there was no patient involvement during this event.